Manufacturer narrative:
Serial number was received on december 4, 2009, and with this, the investigation could begin.

Event description:
On (B)(6) 2009, a (B)(6) female with a history of undergoing chemotherapy had right breast reconstruction with a tissue expander and dermal graft and was released the next day. She had one previous surgery at this site. On (B)(6) 2009, the pt develop signs of an infection, which are described as "red, swollen, and fluctuant." There was no sign of fever or elevated white blood cells. She was readmitted to the hospital on (B)(6) 2009, and the treatment prescribed was treatment with antibiotics and removal of the graft and tissue expander. On (B)(6) 2009, wound site cultures were taken and grew (B)(6). The pt was released from the hospital on (B)(6) 2009, and as of (B)(6) 2009, the pt is listed as "improving." Dose, frequency and route used: single use, 64. Therapy dates: (B)(6) 2009; (B)(6) 2009. Diagnosis for use: soft tissue repair.